Manufacturer narrative:
Investigation summary: bd received samples and photos from the customer facility for investigation. The photos and samples were evaluated and the customer¿s indicated failure mode for label lift with the incident lot was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Bd has initiated further investigation relating to this issue through CAPA #1064141. The investigation is still on-going and improvements will be made as the potential causes of this issue are identified.

Event description:
It was reported that the labels are lifting with a bd vacutainer® serum blood collection tubes. This occurred with 82 tubes prior to use. The following information was provided by the initial reporter: tube label lifting. A new batch of shipment for the bd item 367815 serum plain tube 6ml was being observed by the qa inspector of distributor during the secondary repackaging activity (redressing) done in their warehouse.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the labels are lifting with a bd vacutainer® serum blood collection tubes. This occurred with 82 tubes prior to use. The following information was provided by the initial reporter: tube label lifting. A new batch of shipment for the bd item 367815 serum plain tube 6ml was being observed by the qa inspector of distributor during the secondary repackaging activity (redressing) done in their warehouse.